Event description:
After the firing sequence the cs29 device could not be easily removed from tissue. After the cs29 was removed it was easily determined that the device had partial stapling and transection. The tissue was resected and another anastamosis created with no adverse pt impact.

Manufacturer narrative:
The device was returned and evaluated. It was determined to have a damaged drive clip. It could not be determined what caused the damage.